Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) . Batch: 17152763. Product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 16250431.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure. Additional information was received that the leads with high impedances were also replaced. The patient was doing well postoperatively and the explanted device components were not returned.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure.